Event description:
Revision occurred approximately 8 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36 mm centered glenosphere and a 36 mm + 6 stability humeral cup were explanted. These items were replaced with a 40 mm centered glenosphere and a 40 mm + 9 stability humeral cup.

Manufacturer narrative:
Revision occurred after 8 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.